Event description:
It was reported that during implant attempt, after multiple repositioning attempts, the helix mechanism would not function. The lead was not used to treat the patient.. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned lead found no anomalies. Visual analysis noted that several conductors are distorted, the outer insulation is torn, and there is blood in/on the helix/lobe mechanism, damaged at implant.